Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found an error in the software update history, the electrocardiogram (ECG) connector was loose, the power bay assembly was damaged, the power supply was defective, the media door was damaged and the bullets were missing. (B)(4).

Event description:
It was reported that the programmer screen was broken. The programmer was returned to the manufacturer for repair. It was analyzed and tested out of specification. There was no patient involvement.